Event description:
Received information stating patient had experienced high and low bg's. It is unknown which lot number was being used at the time of event. No patient harm reported.

Manufacturer narrative:
Additional lot# m001454.